Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
On 14th may, 2019 getinge became aware of an issue related to detachment of the sterilizable wireless camera lense. There was no injury reported however we decided to report the issue based on the potential as any parts or particles falling off may lead to the surgical field contamination. The device involved in the event is orchide wireless sterilizable camera with serial number given as (B)(6). It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the described event. Provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that the reported scenario is a first isolated event for this type of issues with this device. As it was confirmed by subject matter experts from the manufacturing site that the cracks and broken clips observed on the defective handles can be only generated with a big change of physical conditions (temperature, humidity, pressure) or a chemical stress because of the use of inappropriate cleaning products. It means that it can only happen during the phase of sterilization process. However, in the complaint description it is mentioned that the issue was most likely discovered just after the surgery procedure, not after sterilization. The manufacturer states that theses damages cannot occur when handles are fitted on the lights and are detectable before use. In the brief instruction for use it is mentioned to check the handles for cracks and soiling during the sterilization process and also before mounting on the light. Additionally for cleaning, the IFU informs the user to not use aggressive and abrasive products. We believe that devices in the market are performing correctly overall. We also find the issue as highly detectable during daily visual inspection which is an important step given in the user manual. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 2nd july, 2020 getinge became aware of an issue with one of devices - orchide camera used with surgical lights. As it was stated, the detachment of a plastic lense on a sterilizable cover of the camera occurred. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off may lead to serious injury.